Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- we have forwarded the received parts to the product development for investigation, find the statement below: this non-manufacturing investigation is closed by sustaining engineering as undetermined, because the 2 returned devices did not show trace of failure and the other 3 failed devices were not returned for investigation of the failure root cause. Device history lot part: 08.501.001.05s (pack with 5 parts), lot: l936618, manufacturing site: bettlach, supplier: (B)(4), release to warehouse date: 31.jul.2018, expiry date: 01.jul.2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Three zipfix devices were discarded and two devices were returned to the manufacturer. (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, upon sternum closure for coronary artery bypass (CABG) procedure, five (5) sternal zipfix broke off while tightening the bands. Fragments were generated and were removed easily without additional intervention. The procedure was successfully completed with twenty (20) minutes surgical delay reported. The surgeon used steel wires to complete procedure after the zipfix bands broke. Patient outcome is unknown. This report is for a five pack of sternal zipfix. This is report 1 of 1 for (B)(4).